Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose was unsure of date on a sunday at 5 pm. The customer¿s blood glucose level was 900 mg/dl at the time incident and current blood glucose was 133 mg/dl. The customer was treated with intravenous drip. The customer was wearing the pump at the time of hospitalization. The insulin pump will not be returned for analysis.